Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
End user grandson called, stating that they fill the unit every night, has the homefill set at 2.5 when filling, unit shows full, but it is actually empty.